Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received five appropriate treatments. The device was started up at 02:10:05 on (B)(6) 2024. At 22:47:06, an arrhythmia was detected. ECG shows sinus bradycardia @ 40 bpm with pvcs and hb degrading to vf. At 22:47:42, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with hb. At 22:52:33, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 22:53:03, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with hb. At 22:59:59, an arrhythmia was detected. ECG shows vf. At 23:00:31, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity and tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 23:02:13, an arrhythmia was detected. ECG shows vf. At 23:02:42, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity and tactile artifact for 8 seconds transitioning back to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 23:03:14, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity and tactile artifact for 24 seconds. Then patient is then seen in sinus bradycardia from 15-30 bpm with tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 04:06:15 on (B)(6) 2024.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the electrode belt ECG "c&d" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There is no indication the cut cable caused or contributed to the patient death as the system was able to detect and treat vf rhythm on the date of event. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received five appropriate treatments. The device was started up at 02:10:05 on (B)(6) 2024. At 22:47:06, an arrhythmia was detected. ECG shows sinus bradycardia @ 40 bpm with pvcs and hb degrading to vf. At 22:47:42, the patient received the first appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with hb. At 22:52:33, an arrhythmia was detected. ECG shows vt @ 260 bpm. At 22:53:03, the patient received the second appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was sinus bradycardia @ 20 bpm with hb. At 22:59:59, an arrhythmia was detected. ECG shows vf. At 23:00:31, the patient received the third appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity and tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 23:02:13, an arrhythmia was detected. ECG shows vf. At 23:02:42, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity and tactile artifact for 8 seconds transitioning back to vf. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. At 23:03:14, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf. Post shock rhythm was asystole with intermittent cardiac activity and tactile artifact for 24 seconds. Then patient is then seen in sinus bradycardia from 15-30 bpm with tactile artifact. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 04:06:15 on (B)(6) 2024.